Manufacturer narrative:
The reported complaint of inappropriate defibrillation therapy episode without an electrocardiogram (segm) was confirmed. The segm was overwritten because it was triggered while a previous segm was being stored. The segm was overwritten by newer episodes that occurred on a later date. This behavior is per firmware and segm storage design.

Event description:
It was reported that a high voltage shock was delivered for an unknown reason. It was unable to be determined if the shock was inappropriate or appropriate because the device did not save the electrocardiogram (egm). Abbott technical support noted that the egm was missing because the egm memory was full. However, they were unable to determine why the egm was not protected. No malfunction was alleged against the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.